Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during the customer¿s routine microbial testing, the bronchovideoscope tested positive for 36 colony forming units (cfus) of the following germs combined: strepococcus salivarius, rothia dentocariosa, kocuria palustris, and strepococcus mitis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional info: d8, d9, h3. This report is being supplemented to provide additional information based on the legal manufacture's (lm) results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: before reprocessing: sampling date: mar 12, 2025. Sampling from: all channels. Cfu: 24 cfu/endoscope . Bacterial identification: acinetobacter species and kocuria rhizophila. After reprocessing: sampling date: apr 02, 2025. Sampling from: all channels. Cfu: 1cfu/endoscope. Bacterial identification: micrococcaceae. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.